Event description:
The patient went to the ER on (B)(6) 2018 and was hospitalized due to a heart rate between 30-40bpm. This lead was capped and replaced on (B)(6) 2018 due to severe over-sensing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.